Manufacturer narrative:
(B)(4) initial report. It has been confirmed that this event occurred during a saw bone training workshop and thus there was no patient involved. However, if this event were to re-occur during surgery it could lead to surgical delays or implications to the procedure or patient. The appropriate device details have been provided and the relevant device manufacturing records shall be identified and reviewed.

Event description:
During impaction, part of a unity pin broke.

Manufacturer narrative:
Per -(B)(4) final report: the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture and corin has not received any other reports relating to devices from this batch. The information provided for this event was limited and thus the root cause of this event could not be determined and no further investigation can be conducted. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During impaction, part of a unity pin broke.